Event description:
It was reported that the omnipod 5 personal diabetes manager (pdm) has not been holding charge for 3 days prior to the event being reported to insulet. On the day the event was reported, the pdm was reported to be 'really hot' when charging, and would not turn on. It was also reported that the pdm was previously taking too long to charge. The patient did not experience any physical injury or require medical treatment. A replacement device was provided.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported thermal event. The reported thermal event is not associated with (B)(4). Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone: lockdown, cloud - omnipod 5 software app version: 3.1.6, cloud - operating system: n5004l-am-q-mv01602-06-01.06, cloud - hardware: n5004l, cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.